Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the reporter was on her way into a catheter revision case on (B)(6) 2021. The reporter had no further history as it related to the current event but mentioned that the patient had a catheter revision in (B)(6) 2020 due to the pump flipping. Additional information was received from the reporter after the procedure at which time she reported that per the patient he lost therapy on thursday (B)(6) 2021. With regards to any environmental, external, or patient factors that may have led or contributed to the issue, ¿na¿ was noted. During the procedure, 1.5 cc was aspirated through the catheter access port (cap), and a catheter evaluation was done. The catheter was patent. It was not kinked or twiddled on itself. The pump logs were checked, and all looked okay. The hcp re-sutured the pump down to stabilize its position in the pump pocket, and the cap and catheter were primed. It was unknown if the issue was resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.